Event description:
Cartridge in stapler worked w/out incident. Replacement cartridge inserted and when used on bleb, it wouldn't fire properly. Some staples went halfway into blebs and some stayed protruding from cartridge, sticking out about halfway. A new stapler was opened with additional refill and both worked w/out problem.